Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Four photos were provided as supplemental information to the reported information. The first two images show the two ends of the lock line wrapped and knotted around the o-ring. The last two images show the ends of the lock line that were cut. These images support the reported information that the lock line ends were knotted and then cut to facilitate lock line removal. Based on the information reviewed, while it is possible that the technique during unwrapping and o-ring removal contributed to the formation of the knot, a definitive cause for how the knot formed could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as the lock line ends were cut manually in order to facilitate lock line removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report that during deployment, a knot was noticed in the lock line that required intervention to remove the line and deploy the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve leaflets without issue. During the deployment steps, the cap from the lock lever was removed without difficulty, and a knot was observed in the lock line around the o-ring. Both ends of the lock line were cut and the clip was then deployed successfully. One clip was implanted and the mr was reduced to <1. There was no clinically significant delay in the procedure. No additional information was provided.